Event description:
It was reported that the y- connector port in the middle of a clearlink system, non-dehp continu-flo solution set leaked. This issue was identified during lipid infusion. The infusion was discontinued and clamped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8327 for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: four (4) samples were received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Additional priming was performed on the sets with a bag of sterile water and no defect was observed. An additional functional test as performed to check the general function of the product by checking flow rate and number of drops falling in drip chamber and the sets worked according to specifications.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.